Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for an alleged insulin flow blocked alarm and cosmetic damage on the retainer found on (B)(4) 2021. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thump. The insulin pump primed properly and no unexpected insulin flow blocked alarms noted during testing, however, there was one no delivery alarms on (B)(4) 2021 at 03:22 during a manual bolus. The insulin pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (electrical board 1 and electrical board 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. The retainer was inspected, and no cracks noted. Insulin flow blocked alarm and cosmetic damage (cracked) retainer are not confirmed. No unexpected insulin flow blocked alarm noted during testing and cosmetic damage on the retainer (crack) is not confirmed however, other cosmetic damage was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. The reservoir was able to lock in the place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.